Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, granuloma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii , granuloma and seroma-late.

Event description:
Healthcare professional reported capsular contracture baker grade iii , "deformity and important local pain", edema, ¿suspected of alcl¿ but "edema decreased after one week.", ¿anechoic liquid¿, ¿silicone induced granuloma¿, ¿small amount of intracapsular fluid¿ and "mastalgia" on right side. There was "not enough liquid" to perform biopsy. Patient was treated with singulair 10 mg. Device has been explanted.